Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Device remains in patient. This is a final report.

Event description:
A report was received stating the patient was experiencing shooting pain from the implant site to the stomach. The patient was given lidoderm patches and morphine. The patient's physician decided to reposition the pocket site due to the pain. The patient was reportedly doing well after the revision.